Event description:
Obtaining blood glucose results in the 700 - 800 mg/dl range (device's reading range is 10 - 600 mg/dl), on the suspect device. Pt indicated however, that these results could not be located in the device's memory. Pt noted that he did not take any action based on these values. No pt injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.